Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products is identified in d2. H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. Investigation of the returned device confirmed material separation but leak and hole on the catheter remains unconfirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheters allegedly experienced material separation and leak. This report was received from one source. This event did not involve a patient as there was no patient contact. Age, weight and gender were not reported.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. The investigation is identified for material puncture, material separation and didn't identify a leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified in has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheters allegedly experienced material separation, material puncture and leak. This report was received from one source. This event did not involve a patient as there was no patient contact. Age, weight and gender were not reported.